Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized cables were observed via diagnostic imaging during routine generator changeout. Lead was performing well with no electrical anomalies noted. Lead was capped and replaced.